Manufacturer narrative:
On 7/6/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detachment and hemostatic valve separation issues occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, the cap with the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium popped off as the sheath has been advanced over the wire. It was also reported that there was some bleed back from the sheath. The sheath was removed and replaced with a new one and the issue was resolved. The case continued without further issues. No patient consequence was reported. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001192 number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detachment and hemostatic valve separation issues occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, the cap with the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium popped off as the sheath has been advanced over the wire. It was also reported that there was some bleed back from the sheath. The sheath was removed and replaced with a new one and the issue was resolved. The case continued without further issues. No patient consequence was reported. Multiple attempts were made to obtain further clarification regarding this complaint; however, no response was received. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be considered a serious adverse event but a product malfunction. Should more information become available in the future, it will be reviewed and processed accordingly. The adverse event was assessed as not MDR reportable as it was not determined to be serious since this event was not life threatening and did not require of medical/surgical intervention to prevent permanent damage of a body function or structure. The brim cap detachment and the hemostatic valve separation issues were assessed as MDR reportable.